Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information, derived from the evaluation, will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported that the device tore at the heat seal. No adverse patient consequences were reported.